Event description:
The reporter states that the lancet protrudes past the cap of the accu-chek softclix plus lancet device. She did not confirm if it occurred before or after firing. The reporter accidentally stuck herself. No reported medical intervention. No reported actions taken. No adverse event reported. New lancet device with lancets sent and return requested.